Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information received from representative indicates that the cause could be attributed to dislodgement, the rv lead was in a different position. The rv lead was repositioned and reprogrammed and remains in service. No additional adverse patient effects were reported.